Event description:
Information received from the field notes that the patient presented to the clinic with weakness. The device was ex- posed to electro-magnetic interference (emi) that month. The device displayed dashes (---) for parameters and was difficult to interrogate but was pacing at 70 ppm in vvi mode. The battery voltage was 4.5v at 0.6 pulse width. The rate and mode could not be adjusted and there was no magnet response. A software download was unsuccessful.